Event description:
The facility's technician reported an infusion pump with failure code 715. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.